Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the sieve beds are causing low o2 and the power switch is causing no audible alarms.